Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had expired. The vad coordinator reported that the patient expired at home and that they did not have any details related to the patient's death. The pump will not be returned for evaluation. No additional details were provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. The cause of expiration was reportedly unknown. The vad coordinator stated that the patient expired at home and the center was unable to provide any further details regarding the patient¿s outcome. The account reported that the device would not be returned for evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.